Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. Follow up was attempted but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and outer insulation breached depression was noted. It was also noted that there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation, and the outer insulation had a cosmetic depression.